Event description:
The user received high ft3 results for two samples from one pt where tsh and ft4 were normal. In 2009, the ft3 result was 32.55 pg per ml, tsh was 3.76 uiu per ml and the ft4 was 1.35 ng per dl. Two days prior, the ft3 result was greater than 32.55 pg per ml, tsh was 3.47 uiu per ml and the ft4 was 1.11 ng per dl. No info was provided to determine if any erroneous results were reported or if the pt was adversely affected. If additional info is received, appropriate notification will be provided.